Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition ¿service technician finding of burnt components on the pcb during triage¿. The technician s observation was verified after the unit was disassembled. The capacitors, c95 and c104 were found to be burnt. The tracks of c95 were also burnt so no attempt was made to solder a new capacitor. Upon further investigation, the capacitor c 114 was found to be broken off the track. Also, there was evidence of liquid/ formula ingress. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/07/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage on 01/26/2017 the service tech found the unit had a burnt component on the pcb.